Manufacturer narrative:
Qc was within specifications. Customer performed weekly maintenance and ran a system check which failed, at 8:00 am, on morning of the event. The customer did reset aspirate probes and then repeat the system check, at 8:57am, which passed. The sample was collected in an ER, in a 7 ml, lithium heparin tube. Per customer, the instrument is set-up to auto-reflex any results above the normal reference range. A field service engineer (fse) was dispatched to the customer's lab: a) the fse replaced substrate probe and aspirate probes, as one aspirate probe was bent. B) the fse replaced main pipettor tip and performed pipettor alignments. C) the fse performed a system check and ran qc; all results passed within specifications. The fse made several hardware repairs which may have contributed to this event. However, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 1.40 ng/ml was obtained. The result was not reported out of the lab. The sample was re-tested via an auto-reflex condition and the result was 0.02 ng/ml. The original sample was tested on a different instrument in the customer's lab for accu tni and a result of 0.02 ng/ml was obtained and reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.